Event description:
The customer reported to beckman coulter (bec) a diluent leak from the right hand side of their coulter lh 500 hematology analyzer, discovered by the customer during routine maintenance. The leak was contained within the instrument. No instrument errors were generated in connection with this event. The laboratory personnel was wearing laboratory coats at the time of the incident. There was no contact with the leak. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event.

Manufacturer narrative:
The customer stated to the customer technical specialist (cts) that the leak was at a 3 way pinch valve located below the 30 psi adjustment knob and above the sheath/sample pressure knob. The customer was able to replace the tubing to resolve the leak. Beckman coulter field service engineer (fse) was not dispatched for this event as the customer resolved the leak. The leak was attributed to worn tubing at pinch valve pv49. Beckman coulter internal identification number for this report is (B)(4).